Event description:
Intraoperatively during impaction of the cup the impaction plate fractured off the instrument. The instrument broke into two parts. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Visual examination of the product confirmed the complaint. The end of the handle broke off. Strike end is separated from the rest of the instrument. Broken part was returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: bfarm DHR review request: product description: pinn straight cup impactor; product code: 221750041; lot number: so2050012. Bfarm DHR review request 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/13/2021. 3) any anomalies or deviations identified in DHR: 2 pieces of subcomponent part number 221750016 were scrapped due to the true position of the holes being o/s.1 piece of subcomponent part number 221750043 was scrapped due to the true position being out of tolerance. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev k. The deviation is not related to the current breakage complaint condition, therefore, did not affect the final product condition. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/13/2021. 3) any anomalies or deviations identified in DHR: 2 deviations not related to the allegation. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev k.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.